Event description:
It was reported that during patient circulation, the display on the patient side of the unit, showed an error item and audible alarm is working. This would happen at random at times would not happen at all. (B)(4)

Manufacturer narrative:
(B)(4). No maquet technician investigated the device on-site. However, the ssu contact managed to solve the error message (1004-2) by following the instructions detailed in the service manual and confirmed that the device was working well. A service report was requested for the intervention that was performed. However, this was never provided even after 3 separate requests. Note: the FDA "conclusion code" of 92 was used to indicate that the device was not returned to the manufacturer for repair. However, the ssu contact managed to resolve the reported error message by following the instructions of the service manual of the device. This investigation is closed. This follow-up report also serve as a final report for this complaint.

Event description:
(B)(4). The initial medwatch was submitted on paper under MFR report # 8010762-2015-00086.

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.